Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 to february 26, 2015. The device was received for evaluation. Visual inspection identified white particles floating in the reservoir. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a small volume intermate. The particulate matter was identified after the device was compounded with colistimethate, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.